Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for multiple back operations reported when they checked the implantable neurostimulator (ins) with the patient programmer (pp) on (B)(6) they saw an informational power on reset (por) message and therapy had stopped, but they were still able to recharge the ins. The consumer was walked through how to clear the por which resolved the issue allowing them to turn therapy back on with them receiving adequate coverage. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.